Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During pressure testing and clear passage under water testing the condition of inability to prime was noted. The reported condition was verified. The cause of the condition was determined to be excess of solvent on the union of the tubing and the filter. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set would not prime. The device was being primed with an unspecified solution. The clearlink set was used with "lipid lines" (no further details provided). There was no patient involvement. No additional information is available.